Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ deflation and use error: unable to observe due to condition of how device was received. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., g.1., h.2., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.